Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on patch/shell bond edge, flat creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "hole on side on valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side deflation. Device has been explanted.